Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that there was a possibility that the smart badge for contact racing she has to wear for work is interfering with her interstim. She has noticed symptom regression when she wears it. She went on a 2 week holiday and stopped wearing the smart badge and her symptoms improved.